Event description:
User facility reports one patient undergoing sled following multiple organ transplant operation and follow up surgery for abdominal washout. ICU staff responded to machine alarm and noted the venous dialyzer connector had become disconnected from the dialyzer port resulting in ebl= 136cc. Although there was no medical intervention administered in direct response to this event, treatment record indicates ongoing administration of prbc and albumin post-op. The complaint sample has not been returned to this manufacturer. Immediately following the reported event staff inspected the bloodline and found no visible defects. The venous line was reconnected to the dialyzer and a tight connection was established.

Manufacturer narrative:
Investigation shows that no other complaints have been received on the reported lot. This event may have been caused by user error by failure to properly or securely connect the dialyzer connector to the dialyzer port. Product labeling includes warning to secure all connections and to monitor for leaks throughout treatment. Medisystems corporation considers this report closed. No additional information will be provided.